Event description:
Following a diagnostic procedure, the physician closed the arteriotomy with the closer tsl 6 fr. Device on 9/7/00. On 9/9/00 the pt complained of pain in the right groin. The pt's spouse is a physician who suspected an infection and prescribed oral antibiotics. The pt returned to the hosp on 9/11/00 with a hematoma at the groin site. The site was cultured and the infection was identified to be staphylococcus aureus. A cut down was performed and the artery and suture appeared clean. The pt received IV antibiotics; however, the infection spread down the groin tract and infected the vessel. On 9/18/00 an add'l procedure was required to remove the suture from the arteriotomy and trim the infected area of the vessel. The artery was surgically repired. No graft or patch was required.